Event description:
Medtronic received information that after being inserted for three days, this left atrial pressure monitoring catheter was difficult to remove from the patient. After three attempts with no success, the decision was made to surgically remove the catheter. During removal, the patient developed complications. Additional information related to the type of patient complications, as well as specific device information were unable to be obtained by the user facility. The catheter was retained in risk management and will not be returned to medtronic for analysis.

Manufacturer narrative:
Evaluation = lot number was unavailable; therefore, device history review was unable to be performed. Results code: other = device was not returned from analysis. Conclusion other = cause of event cannot be determined. Analysis: the product was not returned for analysis and is currently being held in risk management. Therefore, medtronic was unable to determine if there was any manufacturing, design, or component related issues that would have caused or contributed to the second surgical procedure. The lot number was unable to be obtained from the user; thus a device history review could not be performed. Conclusion: based on the information provided by the customer and no returned product, the exact cause for this event could not be determined. The patient experienced a second surgical procedure with unknown complications, due the inability to remove the catheter. There are no trends related to this issue. Medtronic will continue to monitor the field performance to detect similar events, should they occur.